Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown surgical procedure for fracture fixation utilizing two spring plates, and one reconstructing plate. Postoperatively, the patient was noted to have dvt, and osteonecrosis. It is unknown if there was a surgical delay reported. The procedure and patient outcome were unknown. This report is for one (1) plate. This is report 2 of 5 for (B)(4).